Manufacturer narrative:
Date of event was reported as (B)(6) 2015. The main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from patient reported that they had pain between the shoulder blades and in the center of back. The patient stated that the pain was so bad that the "machine has to be off". The pain had occurred, on and off, for the 5 months but was constant in the last 2 weeks. The patient was to follow up with their healthcare professional (hcp) for the issue. Follow up information received from the patient on may 9, 2016 reported that they were not sure of the circumstances that led up to their pain between the shoulder blades/center of back. No steps had been taken to resolve the issue as the patient was waiting for return phone calls. If additional information is received, the event will be updated. Further follow up information received on may 31, 2016 from the patient reported that they were still not sure of the circumstances that led up to the pain. The patient did meet with the manufacturer's representative where the device was reprogrammed. They were also going to see their pain doctor on (B)(6) for the new pain issue. Additional information received on aug. 5, 2016 reviewed from the patient via the manufacturer's representative reported that the stimulation from the implantable neurostimulator (ins) was fine and giving significant relief. However, after a laminectomy procedure and paddle placement, they developed new upper thoracic pain when moving their arms or when relaxing. It was noted that they were getting great relief of the chronic old pain but the new pain was worse than the old and the patient wanted that resolved. The physician tried working with the new pain but was unsuccessful in controlling the pain. The physician and the patient decided to remove the ins system to see if the new pain resolved. It was unknown if the issue had resolved at the time of report. The patient status at the time of report was noted as "alive - no injury". The indications for use for the implanted device were noted as spinal pain and chronic low back pain.

Event description:
Follow up information from the manufacturer representative reported they were unsure if the upper thoracic pain had resolved. It was noted that the patient just had surgery to remove the device so they will be sore in that area regardless of the future outcome. The patient was not to be seen in the future.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.